Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("hemorrhages"), immunodeficiency ("low defenses") and pain ("pain in whole body") in a (b)(46 female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), pain (seriousness criterion medically significant), fatigue ("extreme tiredness"), anxiety ("anxiety"), insomnia ("she could not sleep during the night"), alopecia ("her hair fell down") and dyspareunia ("she could not have sexual intercourse"). The patient was treated with surgery (essure was removed). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, immunodeficiency, pain, fatigue, anxiety, insomnia, alopecia and dyspareunia had resolved. The reporter provided no causality assessment for alopecia, anxiety, dyspareunia, fatigue, genital haemorrhage, immunodeficiency, insomnia and pain with essure. The reporter commented: the events were attributed to menopause by physicians, however she was only (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.